Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and verified the customer reported malfunction. The se observed that the unit was without a patient circuit and filters. A review of the diagnostic logs found no errors. The ventilator passed all tests and calibrations, and it was found to be operating within manufacturing specifications.

Event description:
It was reported that, during patient use, the ventilator alarmed indicating severe occlusion. There is no information about the patient being transferred to another ventilator. There is no report of death or serious injury associated with this event.